Event description:
Case description: investigation results: novorapid chu penfill- batch unknown. No investigation was possible, because neither sample nor batch number was available. Novopen 6 - batch unknown no investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission the case has been updated with the following: -investigation results updated. -annex b, c, d, g codes added. -relevant fields updated in EU/ca tab and device addendum. -narrative has been updated accordingly. Final manufacturer's comment: 04-oct-2023: the suspected device novopen 6 has not been returned to novo nordisk. No investigation was possible, because neither sample nor batch number was available. With limited information regarding the patient's handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary. Novopen 6 - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): hyperglycaemia [hyperglycaemia]. Patient pushed the injection button for a few times, but disk-like part did not come down [device malfunction]. Drug solution did not come out also when air shot was made [device failure]. Case description: this serious spontaneous case from japan was reported by a consumer as "hyperglycaemia(hyperglycaemia)" beginning on (B)(6) 2023, "patient pushed the injection button for a few times, but disk-like part did not come down(device delivery system malfunction)" beginning on (B)(6) 2023, "drug solution did not come out also when air shot was made(device failure)" beginning on (B)(6) 2023, and concerned a male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", novorapid chu penfill (insulin aspart) (dose, frequency & route used- 92 iu, qd (38-20-34iu/day), subcutaneous) from unknown start date and ongoing for "diabetes mellitus", patient's height, weight and body mass index were not reported. Current condition: diabetes mellitus. (Type and duration not reported) on an unknown date of (B)(6) 2023, novopen 6 was newly prescribed. It was used without any problem at first. From around the second time of using novopen 6, the patient did not feel of being injected even though the patient was pushing the injection button. The patient pushed the injection button for a few times, but disk-like part did not come down and drug solution did not come out. Drug solution did not come out also when air shot was made. On an unknown date of (B)(6) 2023, when the blood sugar level (blood glucose) was measured, it showed 599 mg/dl (hyperglycaemia). The patient injected novorapid with novopen 4 which was used previously, and the blood sugar level decreased somehow (recovering). Since the patient had a long experience of using injection, the patient understood the injection procedure. Injection needle was put on at the time of injection and taken off immediately after injection. Cartridge was not taken off before it was finished. Batch numbers not provided. Action taken to novopen 6 was not reported. Action taken to novorapid chu penfill was reported as no change. The outcome for the event "hyperglycaemia(hyperglycaemia)" was recovering/resolving. The outcome for the event "patient pushed the injection button for a few times, but disk-like part did not come down(device delivery system malfunction)" was not reported. The outcome for the event "drug solution did not come out also when air shot was made(device failure)" was not reported. No further information available. 'This report is for a foreign device that is assessed as "similar" to us marketed novopen echo'.